Event description:
Procedure type: lap chole. According to the reporter: the surgeon noticed a small piece of plastic located in the opening of the bladder of the sleeve. The surgeon did not use the trocar. There was no additional bleeding, no tissue damage and operative time was not extended.

Manufacturer narrative:
(B)(4).